Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritoneal infection. The cause of the event was unknown. The patient was hospitalized for treatment of the event. The treatment was not unspecified. At the time of this report, the patient has not recovered from the event, hospitalization was ongoing and pd therapy was withdrawn. No additional information could be provided as the reporter declined follow-up.